Manufacturer narrative:
Physio-control determined the cause for the reported device freezing (inoperable) malfunction to be a failed system pcb assembly. Physio replaced the system pcb assembly to resolve the problem. In addition, physio replaced the ac power adapter to fix the reported device failure to charge batteries on ac power. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not charging batteries when properly attached to an ac power adapter accessory. Physio-control examined the device and observed that the unit was inoperable; when turned on, the word "service" would appear on the screen and the device would freeze. There was no patient use associated with the reported event.